Event description:
Eight minutes into a routine hd treatment on a phoenix machine, the arterial pressure went from -100 to 0, the pt was hypotensive and nauseated. The nurse returned the pt's blood and there was no additional medical intervention for the hypotension or nausea. The pt continued hd treatment on another phoenix machine without further incident. Following completion of the hd treatment, the pt was discharged home in stable condition. The physician ordered a blood specimen for haptoglobin and free hemoglobin to assess any possible hemolytic event. The lab reported haptoglobin <10 mm/dl.

Manufacturer narrative:
Gambro technical services rep inspected the machine and concluded that it was operating within MFR's specification. The blood tubing set and other disposables were discarded and therefore, unable to be returned for analysis. Based on the evaluations of the clinical info and the results of the technical investigation, it is believed that the low haptoglobin levels are more likely a reflection of the pt's overall medical status. There is no evidence that suggests a gambro product caused or contributed to this incident.